Event description:
Caller reported messaging from a minimum fill notification. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.